Event description:
It was reported that the system displayed an intermittent overload fault. This error may cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.